Event description:
Report received from USA stating that the device had heat. The device was not being used during surgery. No injuries were reported to have occurred but it is unknown if medical intervention was necessary. There was no additional information provided.

Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).